Event description:
It was reported that the first probe failed to initialize on the first attempt. The second probe was able to retrieve two samples and then failed. The case was aborted and was completed the following week by a core biopsy.